Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call experiencing high blood glucose. The customer stated that he was in the hospital for 2-3 months, as there was something wrong with his leg and he had congestive heart failure unrelated to the insulin pump. He woke up with blood glucose of 555 mg/dl. He took less insulin than recommended by the device because he is a brittle diabetic. There were about 30 bubbles in the reservoir and he reported shortened battery life. He also stated that the device alarmed off no power, battery out limit and weak battery alarm. During troubleshoot for air bubbles, he stated that there were no drops and the bubbles did not move. He stated that the device had been rewound in place and he used refrigerated insulin, which was advised against, as this would create air bubbles. He was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.